Event description:
Per independent repair center statement, the unit has low o2 or yellow light. The key failure was the sieve beds needed to be replaced. Additional malfunction was the power switch not having an alarm.